Event description:
It was reported that a patient was involved in a car accident, and the trauma caused migration of the device and therapy failure. The patient had their device removed and replaced on (B)(6) 2025. There were no other issues or complications reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of damaged/defective, loss/no stimulation and migration were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient was involved in a car accident, and the trauma caused migration of the device and therapy failure. The patient had their device removed and replaced on (B)(6) 2025. There were no other issues or complications reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block f10: ar-d code: 1802. Ar-p code: 9145. Ar-I code: f0101. Ar-I code: f01.

Event description:
It was reported that a patient was involved in a car accident, and the trauma caused migration of the device and therapy failure. The patient had their device removed and replaced on (B)(6) 2025. There were no other issues or complications reported.